Event description:
Information was received that the patient was seen in clinic by a physician and upon interrogation found the device was disabled. The physician indicated that the patient was experiencing pain and dysphagia during an attempt to interrogate, therefore pulled away and could not continue with checking the device. The dysphagia was only during stimulation and the painful stimulation was indicated to be on the left side of the neck. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient had experienced significant discomfort in the vns area on the neck. The physician initially disabled the device to address the pain as the physician stated, it is rather psychological in my opinion. The patient came into the clinic at a later date and was adamant about the removal of the device due to the pain so the physician referred the patient for vns removal. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.